Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, "add gel" messages) has been confirmed. Upon investigation, there was extensive damage to the belt, including multiple pulled cables. The cable connecting the distribution node (dn) to the rear therapy electrodes, the cable connecting ECG a, b, and the front te, and the cable connecting ECG c and d were pulled from the strain relief, damaging wires in the cables. The cause of the failed was the strained cables. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and was causing "add gel" messages in the absence of a prior gel release.